Event description:
Central line was inserted on (B)(6) 2004 at (B)(6) regional center. While staff at (B)(6) regional medical center were pulling out the line due to leakage, the rn noticed part of it had broken off. MFR ref: 1720496-2004-00123.